Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced. The fuses and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed errors during use and the system shut down. There was no patient injury or death reported.